Event description:
An angio-seal device was used to seal the femoral arteriotomy site. The pt experienced pain. An ultrasound of the femoral artery revealed a flap dissection with clot information at the puncture site. There was no evidence of a pseudoaneurysm of an arteriovenous fistula. The pt will follow-up with the procedural physician in one week. The pt refused to provide any further information regarding the incident.